Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old female patient underwent breast reconstruction surgery with ce med height te 550cc and experienced expander deflation on her right side postoperatively. As a result, the patient underwent replacement with definitive breast implant on (B)(6) 2025.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 4, 2025. The investigation of the returned device was completed by the failure analysis lab on july 11, 2025. Device evaluation summary: the physical product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed in accordance with mentor procedures and a tear was noted on the posterior aspect measuring approximately 0.1 cm. In addition, no other leak sites were found during the analysis. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. In addition, the patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the region of the expander may cause stress to the device and result in subsequent deflation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).